Event description:
On (B)(6) 2012, pt reported the up button on the infusion device does not function correctly. The button started to stick and function intermittently 2 months ago and stopped functioning entirely on the day of the report. Pt boluses 2-3 times per day and has used this infusion device since 2007. The infusion device was not dropped on a hard surface. The infusion device was replaced and requested for eval. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.